Event description:
It was reported that the patient underwent a revision procedure due to recurring incontinence after a coughing fit in (B)(6) 2019 with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon were explanted and a new aus cuff, pump, and balloon were implanted. The physician placed the new cuff further distally along the urethra in less scar tissue.

Event description:
It was reported that the patient underwent a revision procedure due to recurring incontinence after a coughing fit in (B)(6) 2019 with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon were explanted and a new aus cuff, pump, and balloon were implanted. The physician placed the new cuff further distally along the urethra in less scar tissue.

Manufacturer narrative:
Device analysis: the ams 800 device was visually and microscopically inspected. The ams 800 occlusive cuff was visually and microscopically inspected. Microscopic inspection revealed a leak in the cuff shell proximal to the cuff edge that was the result of fatigue. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The leak test failure identified during product analysis confirm the reported urinary incontinence, as the leak is the probable cause of the reported issues. The investigation conclusion code of cause traced to component failure was chosen because complaint allegations were confirmed through product analysis due to the device condition.this complaint investigation conclusion code is utilized for a component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary.